Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 (B)(4) (con) information was received from a patient with an implantable neurostimulator (ins) for dystonia movement disorders. It was reported that the patient¿s ins was not working. The patient stated that the configuration might not be working properly too. The patient did not report when these issues began.